Event description:
Champion-af study. It was reported that a pericardial effusion occurred. The patient was enrolled into the champion-af clinical study on 30mar2022, and the procedure was performed thirty days later. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18.0mm. On (B)(6) 2022, the patient was discharged on aspirin (81mg). One day post index procedure, on 30apr2022, the patient presented to the facility emergency room with chest pain. A chest x-ray, computed tomography (CT) of the chest with contrast for pulmonary embolism, cardiac imaging, and lab tests were performed in response to the event. The patient was diagnosed with non-st elevation myocardial infarction post implant and with a small pericardial effusion. The patient was treated for pericarditis despite the lab tests showing the erythrocyte sedimentation rate (esr) and c-reactive protein (crp) within normal limits. The patient was on apixaban (5mg) and aspirin (81mg) at the time of the event. The patient was treated medically in response with oral and intravascular/intramuscular medication change, and the event was resolved two days after admission for this event.

Event description:
Champion-af study. It was reported that a pericardial effusion occurred. The patient was enrolled into the champion-af clinical study on (B)(6) 2022, and the procedure was performed thirty days later. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18.0mm. On (B)(6) 2022, the patient was discharged on aspirin (81mg). One day post index procedure, on (B)(6) 2022, the patient presented to the facility emergency room with chest pain. A chest x-ray, computed tomography (CT) of the chest with contrast for pulmonary embolism, cardiac imaging, and lab tests were performed in response to the event. The patient was diagnosed with non-st elevation myocardial infarction post implant and with a small pericardial effusion. The patient was treated for pericarditis despite the lab tests showing the erythrocyte sedimentation rate (esr) and c-reactive protein (crp) within normal limits. The patient was on apixaban (5mg) and aspirin (81mg) at the time of the event. The patient was treated medically in response with oral and intravascular/intramuscular medication change, and the event was resolved two days after admission for this event. It was further reported that there was no new pericardial effusion as opposed to what was previously reported. A small troponin rise was noted, however, it is not consistent with acute coronary syndrome. Thus, this event is not reportable, and the complaint was withdrawn.

Manufacturer narrative:
B5- describe event or problem: updated to include narrative withdrawing event from the clinical report form. B7- other relevant history: updated with additional info. H6- patient codes: updated. H6- impact codes: updated.